Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found no error related to the reported problem. Upon troubleshooting actions, fse identified that the system had stuck in a software loop, and it kept restarting software after booting up. Fse reinstalled the system software and restored it from backup. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. There was no harm reported. The system was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.